Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose was 172 mg/dl. Troubleshooting was done. During the troubleshooting, customer stated that she had only two batteries to try. Customer stated on the first one the insulin pump did not turn and on second one the insulin pump alarmed failed battery test. Customer stated that she will try new battery and will call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.